Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre implant dilation was performed. Prior to the valve dislodging, the implant depth on the non-coronary cusp (ncc) and the left coronary cusp (lcc) was 1 millimeter (mm). The valve dislodged to the ascending aorta. It was reported that the physician has changed their approach regarding implanting 34 mm evolut valves. They prefer to use a non-medtronic wire unless there are anatomical reasons such as a large left ventricular outflow tract (lvot). They now use a pace wire in the right ventricle to ensure pace capture. They were pacing on the transcatheter aortic valve wire during this case.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a 34mm evfxplus transcatheter aortic valve with a 1 millimeter implantation depth, m ild-to-moderate paravalvular leak was identified following assessment with angiogram and echocardiogram. The healthcare professional decided to post-dilate the valve, during which there was a loss of pace-capture and the valve dislodged in the ascending aorta. Sub sequently a second evfxplus 34mm valve was implanted with a perfect result, and post-dilation was not required for the second valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.